Manufacturer narrative:
Image review on (B)(6) 2009 intraoperative films flouroscopy, discography l4-5, l5, s1 with placement of unilateral pedicle screw instrumentation at each of these levels. Side of placement not listed. L4, l5 instrumentation appears appropriate, s1 screw may be low in pedicle with bicortical purchase. Root cause: surgical technique total time 30 minutes

Event description:
It was reported that on (B)(6) 2011: patient reported long standing lower back pain radiating towards left lower extremity on (B)(6) 2014 patient presented with lower back pain, left lower extremity radiating pain and paresthesias. On (B)(6) 2014 patient presented with worsening pain in both back and legs. On (B)(6) 2014 patient presented for follow-up experiencing severe lower back pain, severe left lower extremity radiculopathy with numbness, tingling and paresthesias. On (B)(6) 2015 patient presented with worsening lower back pain, left lower extremity radiating pain, tingling and paresthesias going down his left-sided buttock, thigh, calf and into his foot. Continued weakness in left foot. On (B)(6) 2015 the patient reported lower back pain, left lower extremity radiating pain, tingling and paresthesias. Pre-op: recurrent lumbar spinal stenosis, postlaminectomy, status post attempted l4 through s1 fusion. Procedures: revised l5-s1 laminectomy, including central decompression, revision bilateral lateral recess decompression, bilateral medial facetectomies and bilateral foramitomies, to decompress bilateral l4 through s1 nerve roots. On (B)(6) 2015 patient presented for follow-up. He does not wish to undergo part 2 of the surgery performed on (B)(6) 2015. He reported back pain. On (B)(6) 2015 patient underwent ap and lateral lumbar spine x-ray. Shows evidence of his lumbar laminectomy on the left side from l-4 to s-1. No evidence of any obvious listhesis seen at l4-5 or l4-s1. There are large anterior and anterolateral osteophytes still seen at the disc spaces at l4-5 and l4-s1. On (B)(6) 2015 patient presented for follow-up with complaint of back pain. On (B)(6) 2015: physical examination: he appears to have 2/5 strength in his left-sided tibialis anterior and ehl, however, it is difficult to assess whether or not this is truly secondary to true weakness or possibly that his increased pain prevents him from fully dorsiflexing his left foot. He also appears to have 4+/5 strength in his left-sided gastrocsoleus though it is difficult also to assess whether or not this is secondary to increased pain. His CT and mrl shows evidence of a previous attempted l4-5 and ls-s1 fusion with what appears to be bone formation within the disc space both at l4-5 and l5-s1 with no evidence of any solid fusion across the disc space at either level. There is also evidence of ectopic anterior bone growth on the right side at the l4-5 and l5-s1 disc spaces. There is evidence of 1lis previous screw paths with unilateral screws placed on the left side at l5, l5 and s1, evidence of severe lateral recess and foraminal stenosis at l4-5 and ls-sl with associated large ectopic bone formation at each level with loss of disc space height and a flat-back syndrome across l4-5 and l5-sl wlth osteolylic degenerative changes seen through the endplates at l4-5 and l5-s1 with no evidence of any obvious posterolateral fusion, no evidence of any facet fusion throughout. Assessment: complicated postlaminectomy syndrome,psedoarthrosis and non union and recurrent lumbar spinal stenosis. On (B)(6) 2015: patient presented with following preoperative diagnosis: recurrent lumbar spinal stenosis; post-laminectomy syndrome; status post attempted l4 through s1 fusion and underwent following procedures: revision l5-s1 laminectomy, including central decompression ,revision bilateral recess decompression,bilateral medial facetectomies and bilateral foraminotomies to decompress bilateral l4 through s1 nerve roots with use of interaoperative fluoroscopy. On (B)(6) 2015: patient who is status post revision posterior laminectomy on (B)(6) 2015 presents for follow up. Patient complains of persistent back pain. Ap and lateral lumbar spine x-rays available for review showing evidence of his revision lumbar laminectomy from l4-s1. Assessment: patient is status post revision l4-s1 laminectomy and left sided facetectomies to decompress his left-sided l4-s1 nerve roots.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On an unknown date, the patient presented for follow up with his MRI films. The patient complained of numbness and tingling raising the top and medial aspects of his foot. The MRI showed a foraminal narrowing on the left side due to hypertrophic facets and a residual disc and scar. The doctor believed that the patient should undergo a removal of hardware, facetectomy and laminectomy procedure in order to decompress his nerve roots. On (B)(6) 2009 the patient presented with pre-op diagnosis of l4-l5, l5-s1 herniations, right lower extremity radiculopathy, diskogenic back pain, and failed micro-diskectomies. The patient underwent posterior lumbar interbody fusion of l4-5, l5-s1; complete arthroscopic endoscopically assisted discectomy via transforaminal approach l4-5 ,l5-s1; discogram for tissue identification purposed l4-5, l5-s1; fluoroscopic interpretation of discogram for tissue identification purposed l4-5, l5-s1; the use of spinology cage and larnx pedicle screws; iliac crest bone graft; local autograft; allograft; application of lso brace; use of intraoperative neurophysiology; three-hour fluoroscopy time; reconstruction of ilium using vitoss; bone marrow aspiratex3. After placing the patient in prone position, utilizing multiple fluoroscopic views, spinal needles were inserted transforminally into the disk spaces at l4-5 and l5-s1 via bilateral paraspinal approach. Guidewires were placed through all 4 spinal needles and the spinal needles were taken out. Utilizing pituitaries, rotating disk cutters, articulating curettes, the endius shaver, and multiple graspers a complete discectomy was performed. The end plates were prepared using the rotating disk cutter and the articulating currettes. Any local autograft bone harvested was separated from cartilage and disk and saves as local autograft bone. Local autograft bone was thus harvested. The disc space was thus prepared. The same exact thing was perfomed at l5-s1. An incision was made over the right iliac crest. Using a bone harvesting trephine, multiple cores of bone were taken from the right ilium. These were saved as morcellized iliac crest bone. The iliac crest was then back-filled reconstructed using vitoss. Iliac crest bone mixed with infuse mixed with local autograft bone was placed into the anterior-most aspect of the disc spaces. The wolf tubes on the left side were exchanged for #7 spinology tubes. These were attached to the table mount. Ti1c appropriate-5ized spinology cage was selected and placed onto the cage insertion device. The cage was placed into the l4-5 disk space through the #7 tubes. It was then filled in the usual fashion using allograft chip bona. There was excellent distraction of the disk space. Prior to placement of the cage,local autograft bone mixed with infuse, harvested from the iliac crest and from local autograft bone, was placed into the anterior-most aspect of the disk space, in front of where the cage was going to go. The cage was then filled in the above-mentioned fashion. The same exact thing was performed at ls-s1. Attention was then turned to the pedicle screw fixation. Utilizing multiple fluoroscopic views, guide wires from the larnx pedicle screw were percutaneously placed into the pediclcs ofl4, l5 and s1, on the left side. These were then connected with an incision, creating n wiltse approach. The rod was locked utilizing the locking endcaps. On (B)(6) 2010 the patient presented with status post l4-l5 and l5-s1 fusion with persistent left leg pain. The patient underwent removal of hardware at l4, l5 and s1 pedicle screws; exploration of fusion at l4-l5 and l5-s1; complete facetectomy of left at l4-l5 and l5-s1; exploration of nerve roots at l4-l5; use of intraoperative microscopy; use of platelet-rich plasma; use of vitoss, four-pedicle screw back filled; use of intraoperative neurophysiology; insertion of pcea catheter; excision of mole, right lower back. As per op notes, incision was made after placing patient in prone position. The heads of the three pedicle screws were identified and using the appropriate screw drivers, the end caps were taken off, the rod was contoured and each of the screws was backed out. The holes were back filled with vitoss in order to minimize bleeding. Utilizing, osteotomes and kerrisons a complete facetectomy was performed at l4-l5 and l5-s1. The same procedure was performed at l5-s1. A piece of gelfoam with duramorph and celestone were placed into the foramen and facetectomies were performed. Long rods were placed into the pedicle holes at l4, l5 and s1. The interbody fusion was thus explored. The rods were removed. The pedicles were back filled with vitoss. The patient has suspicious looking mole over the right upper lumbar spine. This was excised. On (B)(6) 2011 the patient presented with failed back syndrome and underwent operation which involves creation of pocket for battery for spinal cord stimulator. As per op notes, the patient was placed in prone position and an incision was made over right hip and pocket was created the size of the battery. The battery was inserted and incision was irrigated out well.

Manufacturer narrative:
(B)(4).

Event description:
Notified date: (B)(6) 2015; updated date: (B)(6) 2015. (B)(6) 2009: MRI showed no fracture or dislocation. (B)(6) 2009: patient presented with increased low back pain. Patient recently began having leg symptoms. Physical examination revealed mild distress, paraspinal muscle spasm bilaterally. Impression: l4-5. L5-s1 discogenic back pain, disc pathology, recurrent disc herniation. (B)(6) 2009 patient underwent x-ray of lumbar spine status post fusion. Impression: spinal surgery of the left side of the lumbar spine. Intervertebral disc plugs at the l4-5 and l5-s1 levels. Otherwise normal study. Notified date: (B)(6) 2015; updated date: (B)(6) 2015. (B)(6) 2012: patient underwent x-ray of left ankle due to injury. Impression: non-displaced fracture at the lateral malleolus. (B)(6) 2012: patient presented with left ankle injury occurred while stepping down off of the deck. Patient had some permanent numbness and weakness in that lower extremity due to back issues and multiple back surgeries. Patient complained of significant pain in the ankle with inability to bear weight. Physical examination revealed tenderness and mild swelling at the lateral aspects of the left ankle, presence of ecchymosis, slightly decreased sensation consistent with baseline neurologic dysfunction. Review of radiographs demonstrated a minimally displaced fracture at the tip of the distal fibula, consistent with a weber a injury. The mortise is intact. (B)(6) 2012: patient presented for evaluation of left ankle with some swelling which seemed to have resolved. Patient was still having some ankle pain which is improving and patient had difficulty flexing the toes. Physical examination revealed mild swelling at the lateral and medial aspects of the left ankle, tenderness at the tip of the distal fibula as well as over the anterior talofibular ligament. Review of radiographs demonstrated a non-displaced weber a distal fibular fracture. The mortise is intact. (B)(6) 2012: patient presented for evaluation of left ankle distal fibular fracture. Patient continued to improve. Physical examination revealed mild tenderness at the tip of the distal fibula. Review of radiographs of the left ankle demonstrated interval healing of distal fibular fracture. The mortise is intact. Alignment is anatomic. (B)(6) 2012: patient presented for evaluation of left ankle distal fibular fracture. Patient still had some mild lateral ankle pain, but some of this was pre-existing due to significant lumbar spine and nerve damage issues. Physical examination revealed mild tenderness at the tip of the distal fibula and mild swelling, mild weakness in the ankle, mild decreased sensation to light touch. Review of radiographs of the left ankle demonstrated a heated weber a distal fibula fracture. The mortise is intact. Alignment is anatomic. Notified date: (B)(6) 2015 updated date: (B)(6) 2015 (B)(6) 2008: patient presented with pre-op diagnosis of low back pain, lumbar hno, l5-s1, radiculopathy. Patient underwent caudal epidural block procedure. On (B)(6) 2008, (B)(6) 2008, per billing records, the patient underwent lumbar sacral injection. On (B)(6) 2008 the patient presented with pre-op diagnosis of right lumbar radiculopathy with l5-s1 herniation and underwent caudal epidural block procedure. The patient tolerated the procedure well and was brought to the recovery room in a good condition. On (B)(6) 2008 the patient presented with pre-op diagnoses of l5-s1 hnp, radiculopathyand underwent caudal epidural block procedure. The patient tolerated the procedure well and was brought to the recovery room in a good condition. On (B)(6) 2008 the patient presented with complaints of low back pain. Pain was essentially in his right buttock predominantly with radiation in a sciatic fashion all the way down to right lower extremity with accompanied numbness and tingling in his right foot. Impression: right s1 radiculopathy with herniated disc paracentral to the right at l5-s1 and l4-l5 herniation. On (B)(6) 2008 the patient underwent MRI of lumbar spine without contrast due to low back pain radiating to the right lower extremity status-post administration of intervertebral disc contrats material as component of discogram study. Impression: 1. Abnormal discogram study. Disc herniation, productive facet joint change, and ligamentum flavum hypertrophy at the l4-5 level resulting in intervertebral foraminal encroachment and central canal stenosis . Associated grade 4 radial annular tear at this level. 2. Disc herniation and disc desiccation at the l5-s1 level with associated intervertebral foraminal encroachment, grade 2 versus 3 r adial annular tear at this level. 3. No acute fracture or dislocation. On (B)(6) 2008 the patient presented with pre-op diagnoses of low back pain and lumbar disc disease at l4-l5 and l5-s1 and underwent the following procedures: 1. Provocative discogram at l3-l4, l4-l5 and l5-s1 2. Manometric study at l3-l4, l4-l5 and l5-s1 3. Fluoroscopy 4. Fluoroscopic interpretation of film on (B)(6) 2008 the patient presented with pre-op diagnoses of low back pain, right lower extremity pain, radiculopathy, and discogenic pain syndrome at l5-s1 and underwent the following procedures: 1. Endoscopic arthroscopic microdiscectomy utilizing the transpedicular approach on the right at l5-s1. 2. Intra-operative discogram for tissue identification purposes only. 3. Sluoroscopy. 4. Fluoroscopic interpretation of film. 5. Intra-operative ssep and emg monitoring. Right l5-s1 transforaminal epidural steroid injection and transforaminal epidurogram. (B)(6) 2008 patient presented for follow-up. His lower extremity pain has gone. He still has some residual back pain, and post-operative pain. (B)(6) 2008 patient presented for follow-up about a month of his endoscopic discectomy. Patient is doing well. (B)(6) 2008 patient presented for follow-up. Patient had right anterior thigh pain, which he described as cramping. His right extremity sclatica had almost gone. He had very small amount of pain in his right buttock. (B)(6) 2008 patient presented for follow-up and complained about back pain. (B)(6) 2008 patient presented for follow-up. He still had axial pain, which does respond to medrol dosepak. (B)(6) 2009 patient presented to discuss his disposition. He still had left leg pain. On (B)(6) 2009 the patient presented with pre-op diagnoses of low back pain with two level disc disease at l4-l5 and l5-s1 and underwent the following procedures: 1. Provocative discogram at l3-l4, l4-l5 and l5-s1 2. Manometric study at l3-l4, l4-l5 and l5-s1 3. Fluroscopy 4. Fluoroscopic interpretation of film (B)(6) 2009 patient presented to discuss his post discogram result. He had axial pain. (B)(6) 2009 patient presented for follow-up and complained of pain. (B)(6) 2009 patient presented for follow-up. He still had some fair amount of pain. (B)(6) 2009 patient presented for follow-up. Patient was having some left hip bursitis, some pain at the graft site on the right from the bone graft and some left l4 radicular pain with some warm sensation and dysesthesia consistent with that area. On (B)(6) 2010 the patient presented with pre-op diagnoses of post laminectomy syndrome, low back pain, and left lower extremity pain and radicular pain. 1. Left l4-l5 transforaminal epidural steroid injection. 2. Transforaminal epidurogram. 3. Left hip bursa arthrogram. 4. Left hip bursa injection. 5. Graft site injection on the right sacrum. (B)(6) 2010 the patient presented for follow-up. Patient was doing good and he complained that he gets hot and cold. He gets a sweaty left foot. He has radicular symptoms that go all the way into his buttock at times particularly when he is doing physical therapy. On (B)(6) 2010 the patient presented with pre-op diagnoses of left lower extremity pain and status post plif and underwent the following procedures. 1. Left l4-l5 transforaminal epidural steroid injection 2. Transforaminal epidurogram 3. Transforaminal epidural fentanyl injection 4. Fluoroscopy 5. Fluoroscopic interpretation film (B)(6) 2010 patient presented for follow-up. He had little bit less bursitis and little less radicular symptoms. (B)(6) 2010 patient presented for follow-up. He has disability form. The patient complained of numbness and tingling and an increased sensitivity to light touch, especially at night time. He stated that there was weakness in his left lower extremity that he has retained. (B)(6) 2010 patient presented for follow-up. Patient was not doing well. He had very bad lower extremity and l4-l5 radicular symptoms with burning. On (B)(6) 2010 the patient presented with pre-op diagnoses of post laminectomy syndrome, left lower extremity pain and radicular symptoms and underwent the following procedures. 1. Left l4-5 and left l5-s1 transforaminal epidural steroid injections. 2. Transforaminal epidurogram of both sides 3. Fluoroscopy interpretation films 4. Transforaminal epidural fentanyl injection on both levels. On (B)(6) 2010 the patient presented with pre-op diagnoses of low back pain with left lower extremity pain and post laminectomy syndrome and underwent the following procedures. 1. Attempted left l5-s1 transforaminal injection 2. Left l4-l5 transforaminal epidurogram steroid injection 3. Transfoaminal epidurogram 4. Transforaminal epidural fentanyl injection 5. Left s1 transforaminal epidural steroid injection 6. Fluoroscopy interpretation films. (B)(6) 2010 patient presented for repeat injections. (B)(6) 2010 the patient presented with primary diagnosis of displacement of lumbar intervertebral disc without myelop. Patient underwent lumbar or sacral single level primary procedure and trasforaminal/ nerve root block additional level lumbar secondary surgery. Patient presented with pre-operative diagnosis of post laminectomy syndrome with left lower extremity pain. Patient underwent following operations: 1. Left l4-l5 and left s1 transforaminal epidural steroid injections. 2. Transforaminal epidurograms. 3. Transforminal epidural fentanyl injections. 4. Fluoroscopy and fluoroscopic interpretation of the film. (B)(6) 2010 patient presented for follow-up. Patient was not doing well. (B)(6) 2011 patient presented for follow-up. He still had left sided pain. (B)(6) 2011: patient underwent displacement of lumbar intervertebral disc without myelop primary surgery and lumbar or sacral single level (nerve block injection of transforminal/ nerve root block additional level lumbar) secondary surgery. Patient presented with pre-operative diagnosis of post laminectomy syndrome, left lower extremity radiculopathy, and low back pain. Patient underwent following procedures: 1. Left l4-l5 transforaminal epidural steroid injection. 2. Transforminal epidurogram and epidural fentanyl injection. 3. Fluoroscopy and and fluoroscopic interpretation of film. 4. Left s1 transforaminal epidural steroid injection. (B)(6) 2011 the patient presented for follow-up. Patient still had lower extremity pain. (B)(6) 2011 the patient presented with history of low back pain. Patient underwent MRI of the lumbar of the lumbar spine with and without contrast. Impressions: interval removal of the left sided transpedicular screws at the l4-l5 and l5-s1 levels. There otherwise has been little interval change since the prior examination with enhancing granulation tissue and low signal susceptibility noted affecting the fat within the left neural foramen surrounding the exiting left l5 nerve root l5-s1 and enhancing granulation tissue seen within the left neural foramen surrounding the exiting left l4 nerve root at l4-l5. No definite recurrent disc herniation or spinal stenosis detected. (B)(6) 2011 the patient presented for follow-up. Patient was having radicular symptoms down the left leg. (B)(6) 2011 patient presented with pre-op diagnosis of low back pain, post laminectomy syndrome and disc disease. Operations performed: lumbar spinal cord stimulator placement 2x leads, placed at t8 through a l2 approach; fluoroscopy; fluoroscopic interpretation of film. (B)(6) 2011 the patient presented for follow-up to have his spinal cord stimulator to trials leads removed. They were removed without any incident. (B)(6) 2011 the patient presented for follow-up to go forward with stimulator. On (B)(6) 2011 per billing records, the patient underwent spinal cord stimulator procedure. (B)(6) 2011 the patient underwent CT scan of the left hip without contrast. Impression: no joint space narrowing to suggest osteoarthritis; small calcification/ossification arising from the roof of acetabulam and extending inferiorly just medical to the acetabular margin. This appears attached to the bone and does not appear to represent a loose intraarticular body. (B)(6) 2011 patient presented for electrophysiological testing to rule out humbar radiculopathy. Impression: this is an abnormal study: 1) reduced left peroneal motor amplitudes indicates chronic proximal nerve root irritation at the left l5-s1 level; no evidence of spontaneous activity in the muscle testing to indicate acute radiculopathy. 2) no evidence of peripheral neuropathy, myopathy or plexopathy. On (B)(6) 2011 per billing records, the patient underwent revision or removal of implant. (B)(6) 2011 the patient presented for follow-up. Patient needed bilateral sacroiliac joint injections. On (B)(6) 2011, per billing records, the patient underwent si joint injection. On (B)(6) 2012, the patient underwent injection procedure for sacroiliac joint. On (B)(6) 2012 per billing records, the patient underwent revision or removal of implant. Notified date: (B)(6) 2015; updated date: (B)(6) 2015 medications: neurontin, amitriptyline, duragesic patch, percocet, vitamin b6, vitamin br2, ambien, xanax, vitamin d, lyrica. (B)(6) 2006: patient presented for evaluation of shoulder pain, right greater that left. Patient had some intermittent episodes of numbness into the fingers on the right. Patient described pain when going into extension, particularly right. Complaints on the right were anterior; patient felt a sense of tightness on the left. There were complains with abduction, flexion and internal rotation on the right. Resisted external rotation was with discomfort greater than internal on the right, negative left. Patient underwent x-rays of the right shoulder which failed to reveal evidence of abnormality. Osseous architecture is intact. Impression: right shoulderarthralgia, which most likely represents instability secondary to labral tear; rotator cuff tendinitis. (B)(6) 2006: patient underwent MRI of right shoulder due to right shoulder pain. Impression: rotator cuff tendonitis especially at the supraspinatus and infraspinatus with partial tear. 2. Bursitis. 3. Mild degenerative changes. (B)(6) 2007: patient presented being symptomatic on the right and complained of resisted abduction at 90 degrees and with the jobe maneuver. Per MRI report, there is some area of altered signal at the supraspinatus but there is no evidence of tear. The ac joint was with mild hypertrophic changes but no grass impingement. Labrum was intact. The biceps was well situated. (B)(6) 2007: patient underwent MRI of right shoulder with contrast due to right shoulder pain and rotator cuff tear. Impression: rotator cuff tendonitis, more at the supraspinatus and infraspinatus with partial tear. 2. Bursitis. 3. Mild degenerative changes. (B)(6) 2007: patient presented with problems of internal rotation. (B)(6) 2007: patient underwent MRI right shoulder with intra-articular contrast, right shoulder arthrogram due to pain. Impression: 1. Again noted rotator cuff tendonitis and partial tear at the supraspinatus and infraspinatus, seen in post arthrogram images. 2. In addition, the current study reveals a surface tear of the glenoid labrum cartilage anteriorly. 3. Mild degenerative changes are noted. (B)(6) 2007: patient presented with issues of clicking of the shoulder. Patient underwent MRI testing of the right shoulder with in tra-articular contrast. (B)(6) 2007: patient sustained injury to his non-dominant left thumb while closing the hood of his truck. Patient underwent x-ray which failed to reveal evidence of fracture or dislocation. (B)(6) 2007: patient presented with swollen and traumatized mcp region. Physical examination revealed obvious ecchymosis and swelling at the thenar eminence, pain focused at the mcp region, tenderness circumferentially about the mcp. Impression: sprain of the left thumb mcp; no evidence of ulnar collateral instability. (B)(6) 2007: patient presented with tenderness over the dorsal aspect of the mcp of the left thumb. Patient complained of some loss of motion which was mild. (B)(6) 2008: patient presented for evaluation of right buttock and right posterior thigh symptoms. Patient complained of pain when stretching out right knee. Impression: complains at the right buttock to posterior thigh, which are either hamstring vs sciatic in origin. (B)(6) 2008: patient presented being symptomatic at the right buttock and into the posterior thigh. (B)(6) 2008: patient presented 11 days post caudal epidural block with right sided low back symptoms which could go to the buttock. Patient also reported bringing leg up, produces some buttock symptoms. (B)(6) 2008: patient presented 2.5 weeks status post second caudal epidural block with some residual symptoms. Right ehl weakness was at 4/5. (B)(6) 2008: patient presented after developing some recurrent symptoms into the right lower extremity which could go down to the foot although not further defined. (B)(6) 2008: patient presented with the problem of lumbar radiculopathy. (B)(6) 2008: patient presented for follow up and it was reported that there was no asymptomatic change. Clinical exam revealed right ehl weakness at 4/5. Patient's symptoms were with radiation to the dorsal foot and certainly consistent with l5 radiculopathy, normoactive reflexes were consistent with l5 as well. (B)(6) 2008: patient presented for follow up. Patient had a positive provocative discogram at l5-s1 with reproduction of his axial pain as well as right lower extremity pain. Patient had a positive emg consistent with that. (B)(6) 2008: patient had intraoperative ssep and emg monitoring through out the case. Per op report, oec fluoroscope was also brought in. No complications reported. The patient underwent mr of lumbar spine without contrast due to history of low back painradiating to the right lower extremity. Impression: 1. Abnormal discogram study. Disc herniation, productive facet joint change, and ligamentum flavum hypertrophy at the l4-5 level resulting in intervertebral foraminal encroachment and central canal stenosis. Associated grade 4 radial annular tear at this level. 2. Disc herniation and disc desiccation at the l5-s1 level with associated intervertebral foraminal encroachment. Grade 2 versus 3 r adial annular tear at this level. 3. No acute fracture or dislocation. (B)(6) 2008: patient presented with low back pain and underwent evaluation. Patient had x-rays, mris and emg studies performed and underwent epidural injections but pain returned. Findings: small incision in the right side of lower back which is well healed. There is swelling evident over l4-s1 segments of his lumbar spine and his seated posture is poor. Assessment: s/p lumbar discectomy with pain; swelling and decreased rom, decreased flexibility, decreased strength and decreased postural awareness, needed therapy services. (B)(6) 2008: patient presented with right lower extremity pain which wakes him up at night. Patient reported improved ability to sit for 15-20 minutes before needing to change positions secondary to pain. Patient also reported that he was able to stand about 5-10 minutes he started having pain. Patient reported having difficulty lifting heavy things. Assessment: patient made progress with lumbar spine rom and le strength, decreased lumbar spine extension rom and decreased core strength and functional limitation. (B)(6) 2008: patient presented with episode of acute right sided low back pain. Rom of right hip was without pain. (B)(6) 2009: patient presented with ongoing complaints at the lower back and right buttock symptoms. (B)(6) 2009: patient presented s/p endoscopic disc surgery l5-s1 with continued low back pain and lumbar radiculopathies. (B)(6) 2009: patient presented with back pain. Patient described pain when sittingwith symptoms manifest at the tailbone region. (B)(6) 2009 the patient underwent MRI of lumbar spine due to low back pain, radiculopathy, l5-s1 discectomy 08-08 as per patient. Impression: recurrent disc herniation at l5-s1, with surrounding granulation tissue/fibrosis; annulus tear at l4-l5. (B)(6) 2009: patient presented with symptoms at lower back. (B)(6) 2009: patient underwent x-ray of lumbar spine during an intraoperative procedure due to history of radiculopathy. (B)(6)2009: patient presented with severe pain in rle. (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2010, (B)(6) 2010: patient underwent physical, treatment and evaluation. Indication: the patient was admitted status post fusion at l4-l5 and l5-s1 with persistent leg pain and foraminal nerve root impingement on MRI. (B)(6) 2010: patient presented with localized back pain, tightness, weakness in left calf and thigh; numbness and pain in left foot and toes. (B)(6) 2010: patient presented with pain in left foot ankle and calf. (B)(6) 2010, (B)(6) 2010, (B)(6) 2010: patient presented for follow with pain in left foot. 06 aug 2010: patient presented with pain and spasm in left ls area. (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010: patient underwent physical therapies and treatment. (B)(6) 2010: patient presented with persistent pain and intermittent numbness in the left leg which ranges from mild to moderate (4 to 7/10). Patient reported even slightest movement of the back and legs will aggravate the pain which will linger for short time to an extremely long time. Examination revealed moderate to major tenderness and tightness throughout the ls and si regions and left lower extremity. (B)(6) 2010 the patient underwent transforaminal block at l4-5 and l5-s1 left procedure. (B)(6) 2010 the patient presented with complaints of weight gain, light headedness, and dizziness. On (B)(6) 2011 the patient presented with complaints of back pain, muscle weakness (left calf), parasthesias (left leg temperature often different than right). (B)(6) 2011: patient presented with complains of back pain radiating to his left lower extremity. Patient claimed following fusion in 2008, he started to feel the pain radiating to left lower extremity. Patient also denied any radicular symptoms before fusion. Physical examination revealed palpable protuberance, left side of the lower lumbar spine most likely the neurostimulator. Further examination revealed tenderness to palpation along the left sided paraspinal muscles of the lower lumbar spine. Neurological evaluation revealed decreased sensation to pinprick wheel testing left dermatomal level l5. Assessment: chronic lumbalgia, rule out acute lumbar radiculopathy. On (B)(6) 2012 the patient presented with sore throat and also complained of productive cough, chest burning and heaviness. Pertinent findings: cough and denies fever. (B)(6) 2012: patient presented for follow up on back and leg pain. Assessment: failed back syndrome and chronic left lower extremity pain. (B)(6) 2012: patient presented with persistent radiating left sided leg pain. Patient underwent at least 30 spinal injections without significant prolonged pain relief. Patient had severe burning, lancinating pain along the left buttock into the posterolateral aspect of his left calf into the dorsum of his foot. Pain was severely centralized to the first toe on the left. On (B)(6) 2012 the patient presented with cough and sore throat, chest congestion. Pertinent findings: chills. On (B)(6) 2013 the patient presented for follow-up with complaints of back pain. On (B)(6) 2013 the patient presented with complaints of fatigue. (B)(6) 2013 per billing records, the patient underwent MRI of the brain with and without contrast, due to hypothyroidism. Impression: sinus mucosal inflammatory disease; otherwise unremarkable MRI of the brain and pituitary. There was no sellar or suprasellar mass. (B)(6) 2012: patient presented with persistent radiating left sided leg pain. Impression: past medical history of persistent neuropathic pain in the left lower extremity in the setting of failed lumbar spine surgery. (B)(6) 2013: patient presented with hypogonadism. Patient had noted decreased libido and problems with ed, regression of secondary sexual characteristic. Patient admitted to anxiety, sleep issues and previous history of ankle fracture. Patient also complained of fatigue. Testosterone levels were noted to be very low ranging between 3 to 41. (B)(6) 2014, (B)(6) 2014: patient presented with hypogonadism for follow up. On (B)(6) 2014 the patient presented for follow-up evaluation. Diagnostic studies : MRI lumbar spine demonstrated a left sided far lateral hnp at l4-5 level. On (B)(6) 2014 the patient presented for pre-op surgery consult. Pertinent medical conditions included hyperlipidemia. Pertinent findings included pain. (B)(6) 2014: patient presented with hypogonadism for follow up. Assessment: free testosterone in upper limit of normal range 2 weeks after injection; clinically euthyroid; persistent back pain; patient's weight is down by 10 pounds and patient feels good. On (B)(6) 2014 the patient presented with fever and sore throat. On (B)(6) 2014 the patient presented with sore throat. Pertinent findings: cough. On (B)(6) 2014 the patient underwent x-rays of ppt chest. Conclusion: no evidence of cardiac enlargement or acute pulmonary pathology. On (B)(6) 2014, (B)(6) 2015 the patient presented with presented for pre-op surgery consult with low back pain. Impression: lumbar disc disease and cervical radiculitis. (B)(6) 2015: patient presented with hypogonadism for follow up. Assessment: hypogonadism; primary hypothyroidism; back pain; obesity. On (B)(6) 2015 the patient back surgery due to persistent low back pain. Notified date: (B)(6) 2015; updated date: (B)(6) 2015 (B)(6) 2007: patient sustained injury to his non-dominant left thumb while closing the hood of his truck. Patient underwent x-ray which failed to reveal evidence of fracture or dislocation. Impression: sprain of the left thumb mcp. There was no evidence of ulnar collateral instability. (B)(6) 2007 the patient underwent electromyographic examination due to r/o lumbar radiculopathies (status post endoscopic disc surgery l5-s1). Impression: findings of denervation (sharp positive nerves, fibrillation potentials, present in l5-s1 muscles on right side. Right l5-s1 radiculopathies (l5 seems more involved). On (B)(6) 2011 the patient underwent x-rays of chest pa and lateral for pre-operative study. Conclusion: no evidence of acute disease. On (B)(6) 2011 the patient presented with pre-operative diagnosis of failed back syndrome, low back pain and left lower extremity pain and radiculopathy. The patient underwent the following procedures: 1. Permanent spinal cord stimulator placement 2x leads, placed at ts through a lumbar approach. 2. Fluoroscopy. 3. Fluoroscopic interpretation of film. 4. Ipg placement and intraoperative ipg adjustment. Per op notes, the l3 interspace was identified, local skin anesthesia was obtained. Dissection down to the spinous processes was accomplished. The boston scientific spinal cord stimulator kit electrodes were placed up to the ts level bilaterally. The patient passed the intra-operative test. The patient tolerated the procedure well. Notified date: (B)(6) 2015; updated date: (B)(6) 2015 (B)(6) 2011: patient presented with pre-op diagnoses of low back pain, lumbar radiculopathy and failed back. Patient underwent trial stimulator lumbar spinal cord (B)(6) 2011: patient presented with chronic back and leg pain. Impression: chronic back pain. (B)(6) 2011: patient underwent CT scan of the left hip without contrast due to pain. Impression: no joint space narrowing to suggest osteoarthritis; small calcification/ossification arising from the roof of the acetabulum and extending inferiorly just medial to the acetabular margin. This appears to be attached to the bone and does not appear to represent a loose intraarticular body. (B)(6) 2011 patient presented with complaint of lower back problems,left hip bursitis and leg pain. CT scan revealed a small pincer lesion, very minimal; otherwise, a fairly normal CT. (B)(6) 2011 patient presented for pre-op surgery consult. (B)(6) 2011 patient underwent musculoskeletal examination which revealed deformity of left lower leg (B)(6) 2011: patient presented with a complaint of left hip pain. CT scan revealed a small pincer lesion, very minimal; otherwise, a fairly normal CT. Patient underwent left hip endoscopic iliotibial band release and left hip endoscopic greater trochanteric bursectomy. (B)(6) 2012: patient presented for status post bursectomy and iliotibial band release. Patient was doing well.

Event description:
(B)(6) 2008: the patient presented with low back pain, right lower extremity pain, radiculopathy and discogenic pain syndrome at l5-s1. Patient underwent following operations: endoscopic arthroscopic microdiscactomy utilizing the transpedicular approach on the right at l5-s1; fluoroscopy; intra-operative discogram for tissue identification only; fluoroscopy; fluoroscopic interpretation of film; intra-operative ssep and emg monitoring; right l5-s1 transforminal epidural steroid injection and transformaminal epidurogram. (B)(6) 2011: the patient presented for status post roh lumbar spine still having left leg pain radiating down to foot. Assessment; lumbar herniated disc; post laminectomy syndrome lumbar region; lumbar radiculopathy; lumbar status post fusion. (B)(6) 2011: the patient underwent CT of coccyx. Impression: no evidence of acute fracture or dislocation. Chronic deformity of the tip of the coccyx. Post-operative changes lumbar spine with moderate left foraminal stenosis. (B)(6) 2012: the patient presented with leg pain (B)(6) 2012: patient presented for left foot pain and left leg pain (B)(6) 2013: the patient presented for electromyography test. The studies performed in lower extremities. (B)(6) 2014: the patient presented for follow-up evaluation. The area of concern is left sided gluteal and left leg pain. With new MRI it was revealed that patient has evidence of a foraminal l4-l5 disc herniation on the left. (B)(6) 2014: the patient presented with chronic leg pain and underwent laminectomy, lumbar surgery. Impression: lumbar disc degeneration. (B)(6) 2014: the patient presented for follow-up evaluation and pre-operative visit. The area of concern is left sided gluteal and left leg pain. The patient underwent MRI which revealed that left sided far hnp at l4-l5 level. Lumbar transforaminal epidural was performed. Patient underwent x-ray of lumbar spine. Impressions: l4-l5 and l5-s1 degenerative disk disease. (B)(6) 2014: the patient underwent for a left l4, l5 transforaminal epidural injection. Assessment: the patient diagnosed with lumbar post laminectomy syndrome. (B)(6) 2015; (B)(6) 2015; (B)(6) 2015; (B)(6) 2014; (B)(6) 2014; (B)(6) 2014; (B)(6) 2014; (B)(6) 2014; (B)(6) 2014; (B)(6) 2014; (B)(6) 2014; (B)(6) 2014; (B)(6) 2014; (B)(6) 2014; (B)(6) 2014; (B)(6) 2013; (B)(6) 2013; (B)(6) 2013; (B)(6) 2013; (B)(6) 2013; (B)(6) 2013; (B)(6) 2012; (B)(6) 2012; (B)(6) 2012;(B)(6) 2012: the patient diagnosed with lumbar post laminectomy syndrome. (B)(6) 2015: the patient presented for follow-up evaluation. The area of concern was lower back. Patient reports mild improvement in pain. Patient was having severe functional limitations. Patient was diagnosed with post lumbar laminectomy syndrome. The patient underwent MRI of lumbar spine which revealed left-sided far lateral hnp at l4-5 level.

Event description:
It was reported that on an unknown date, the patient presented for follow up with his MRI films. The patient complained of numbness and tingling raising the top and medial aspects of his foot. The MRI showed a foraminal narrowing on the left side due to hypertrophic facets and a residual disc and scar. The doctor believed that the patient should undergo a removal of hardware, facetectomy and laminectomy procedure in order to decompress his nerve roots.

Manufacturer narrative:
Image review; rhbmp-2/acs implanted: (B)(6) 2009 patient complaint: leg pain and foraminal nerve root impingement, numbness, tingling; postlaminectomy syndrome lumbar region; l4-l5, l5-s1 failed microdiskectomy, disc collapse, apparent disc herniations, bone over growth, on (B)(6) 2009 the patient presented with pre-op diagnosis of l4-l5, l5-s1 herniations, right lower extremity radiculopathy, diskogenic back pain, and failed micro-diskectomies. The patient underwent posterior lumbar interbody fusion of l4-5, l5-s1; complete arthroscopic endoscopically assisted discectomy via transforaminal approach l4-5, l5-s1; discogram for tissue identification purposed l4-5, l5-s1; fluoroscopic interpretation of discogram for tissue identification purposed l4-5, l5-s1; the use of spinology cage and larnx pedicle screws; iliac crest bone graft; local autograft; allograft; application of lso brace; use of intraoperative neurophysiology; three-hour fluoroscopy time; reconstruction of ilium using vitoss; bone marrow aspiratex3. After placing the patient in prone position, utilizing multiple fluoroscopic views, spinal needles were inserted transforminally into the disk spaces at l4-5 and l5-s1 via bilateral paraspinal approach. Guide wires were placed through all 4 spinal needles and the spinal needles were taken out. Utilizing pituitaries, rotating disk cutters, articulating curettes, the endius shaver, and multiple graspers a complete discectomy was performed. The end plates were prepared using the rotating disk cutter and the articulating currettes. Any local autograft bone harvested was separated from cartilage and disk and saves as local autograft bone. Local autograft bone was thus harvested. The disc space was thus prepared. The same exact thing was performed at l5-s1. An incision was made over the right iliac crest. Using a bone harvesting trephine, multiple cores of bone were taken from the right ilium. These were saved as morcellized iliac crest bone. The iliac crest was then back-filled reconstructed using vitoss. Iliac crest bone mixed with rhbmp-2/acs mixed with local autograft bone was placed into the anterior-most aspect of the disc spaces. The wolf tubes on the left side were exchanged for #7 spinology tubes. These were attached to the table mount. The appropriate-sized spinology cage was selected and placed onto the cage insertion device. The cage was placed into the l4-5 disk space through the #7 tubes. It was then filled in the usual fashion using allograft chip bona. There was excellent distraction of the disk space. Prior to placement of the cage, local autograft bone mixed with rhbmp-2/acs, harvested from the iliac crest and from local autograft bone, was placed into the anterior-most aspect of the disk space, in front of where the cage was going to go. The cage was then filled in the above-mentioned fashion. The same exact thing was performed at ls-s1. Attention was then turned to the pedicle screw fixation. Utilizing multiple fluoroscopic views, guide wires from the larnx pedicle screw were percutaneously placed into the pedicles of l4, l5 and s1, on the left side. These were then connected with an incision, creating n wiltse approach. The rod was locked utilizing the locking endcaps. Complications: none.

Event description:
MRI of l-spine on (B)(6) 2009 shows recurrent disc herniation at l5-s1, with surrounding granulation tissue/fibrosis. Annulus tear at l4-l5. MRI of l-spine on (B)(6) 2009 shows small annual tears and disc desiccation at the l4-l5 and l5-s1 levels. Productive change and central disc herniation at the l4-l5 level contributed to central canal stenosis and bilateral intervertebral foraminal encroachment. Disc herniation at the l5-s1 level was also associated with intervertebral forminal encroachment. On (B)(6) 2009 recent MRI does show further collapse of his l5-s1 disc with annular tear at l4-5 and disc collapse at l4-5. Recent discogram was positive at both of these discs. Completed 3 epidurals which helped him, physical therapy which did not help. He patient has had two episodes of incapacitating back pain which got better with a medrol dosepak. Recent emg shows excellent nerve root involvement. On (B)(6) 2009 during follow up visit to office status shows post failed microdiskectomy (B)(6) 2008. Complaining of increasing low back pain, occasional leg pain and during the night. The patient's disc pathology l4-l5 , l5-s1 with disc collapse, discogenic pain, disc herniations status post microdiskectomy failed at this level. On (B)(6) 2009 - eight weeks post fusion. Still experiencing persistent dysesthesia in his left leg radiating down to the medial aspect of his foot to his large toe. Recommended the patient should have a transforaminal nerve root block in order to cool this off quicker. He is also tender over his left greater trochanter and over his left psis around the bone graft. X-rays completed show status post fusion with good hardware position and good early consolidation of bone graft. On (B)(6) 2010 reported to office for follow up. Approximately six months out. He is complaining of some persistent numbness and tingling radiating to his left foot. Along with some mild weakness. The patient states he feels the left leg is significantly hotter to the touch than the right. He states he seats profusely in his extremity. On (B)(6) 2010 patient in follow up after posterior lumbar interbody arthrodesis. States numbness and tingling are still present in left leg but is improving on (B)(6) 2010 reports persistent left lower extremity radicular symptoms. He failed the last injection, which as a tranformainal injection. On (B)(6) 2010 patient reports essentially the same complaints. The last injection did work nicely, however, given a steroid dose he had a lot of side effects, rash some pimpling, etc. On (B)(6) 2011 - patient reports still having left leg pain radiating down to foot. Has gotten 6 injections with no relief. Spinal cord stimulator discussed during visit. New MRI of the site on (B)(6) 2011 showing internal removal of the left sided transpedicular screws at the l4-l5 and l5-s1 levels. There has otherwise been little interval change since the prior exam with enhancing granulation on tissue and low signal susceptibility noted effacing the fat within the left neural foramen surround the exiting left l5 nerve root at l5-s1 and enhancing granulation tissue seen within the left neural foramen surrounding the existing left l4 nerve root at l4-l5. No definite recurrent disc herniation or spinal stenosis detected. On (B)(6) 2012, the patient presented for follow up visit and had complaints of left-sided leg pain and burning. The patient reported that he had a constant pain in his feet. He states that the slightest pressure on his great toe produces a great deal of pain. He states that under the covers his leg "heats up" thus possibly indicating autonomic changes. His left leg is weak and it "swings" different than the right non-effective side. He in unable to toe walk. Most likely the symptoms at this time are neurologic and a recent emg, which showed radiculopathy, chronic left l5-s1.

Manufacturer narrative:
It was reported that the patient was "on an unknown date, post operatively the patient developed excessive bone growth, which was noticed in one of the cat scans or x-rays. On (B)(6) 2010 the patient reported that he was in little more pain. On (B)(6) 2011 the patient underwent bursectomy procedure. On (B)(6) 2012 the patient presented with weakness in left leg and stated that he was losing control of it. On (B)(6) 2012 while walking in his yard, his left leg collapsed and he fractured his left ankle in three places. On (B)(6) 2013 per billing records, the patient underwent MRI of the brain with and without contrast"

Event description:
It was reported that the patient was "on an unknown date, post operatively the patient developed excessive bone growth, which was noticed in one of the cat scans or x-rays. On (B)(6) 2010 the patient reported that he was in little more pain. On (B)(6) 2011 the patient underwent bursectomy procedure. On (B)(6) 2012 the patient presented with weakness in left leg and stated that he was losing control of it. On (B)(6) 2012 while walking in his yard, his left leg collapsed and he fractured his left ankle in three places. On (B)(6) 2013 per billing records, the patient underwent MRI of the brain with and without contrast"

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008, the patient presented with history of low back pain and radiculopathy, and underwent MRI of lumbar spine. Impression: degenerative changes at l4-5 and l5-s1; mild central canal narrowing; annulus tear and tiny subligamentous disc herniation at l4-5; disc herniation at l5-s1 eccentric more to the right. On (B)(6) 2008, the patient presented with chief complaint of right lower extremity pain. Ancillary test showed an MRI of the lumbosacral spine showing disc disease at l4-l5 and l5-s1 with crowding of existing foramen at l5 on the right. Emg is consistent with an acute and chronic right l4, l5, and s1 radiculopathy. On (B)(6) 2008 the patient presented with the following pre-op diagnoses: herniated disks at l5-s1 and l4-5; l4, l5, s1 radiculopathy on right. The patient underwent endoscopic discectomy. On (B)(6) 2009, the patient was discharged home. On (B)(6) 2010, the patient presented with clinical history of back pain and underwent MRI of the lumbar spine, with and without contrast. Impression: 1. L5-s1: there is evidence of fusion with left sided transpedicular screw and interbody fusion. There is left foraminal disc herniation severely narrowing the left neural foramen likely compressing the exiting left l5 nerve root. Recommend clinical correlation. No evidence of spinal stenosis. 2. L4-l5: there is evidence of fusion with left sided transpedicular screw and interbody fusion. There is small focal left foraminal disc herniation detected narrowing the left neural foramen. Recommend clinical correlation to evaluate for a left l4 radiculopathy. No evidence of spinal stenosis. 3. L3-l4: there is moderate facte arthropathy and mild grade I retrolisthesis. There is a broad-based posterior disc bulge eccentric to the left. There is mild left neural foraminal narrowing without evidence of spinal stenosis. On (B)(6) 2011, the patient presented for follow up visit and had complaints of facet pain along with difficulty in sleeping. On (B)(6) 2011, the patient presented for follow up visit after his permanent slim placement. The patient complained of a lot of left lower extremity weakness and some muscle atrophy. On (B)(6) 2011, the patient presented for follow up visit. The patient needed a stimulator revision as the pocket was bothering him. The patient also had left lower extremity dysesthesia and post laminectomy syndrome. On (B)(6) 2011, the patient presented with following preoperative diagnosis: low back pain; myalgia; muscle spasm; postlaminectomy syndrome. The patient underwent the following procedures: left l5-s1 transforaminal epidural steroid injection; transforaminal epidurogram; fluoroscopy; fluoroscopic interpretation of films. No patient complications were noted. On (B)(6) 2011, the patient presented with following preoperative diagnosis: spinal cord stimulator implant with postlaminectomy syndrome. The patient underwent the following procedures: spinal cord stimulator revision of battery placement; fluoroscopy; fluoroscopic interpretation of film; revision of scar. There were no patient complications. On (B)(6) 2011, the patient presented with following pre-operative diagnosis: bilateral sacroillitis; back pain. The patient underwent following procedures: bilateral sacrolliac joint injection; fluoroscopy; fluoroscopic interpretation of film. On (B)(6) 2011, the patient presented with sacroiliac issue and facet syndrome. The patient needed a repeat of the sacroiliac joint. On (B)(6) 2012, the patient presented with complaints with respect to his left lower extremity. The patient still had neuropathic type of pain and dysesthesia type pain. On (B)(6) 2012, the patient presented for follow up visit and had complaints of left-sided leg pain and burning. The patient reported that he had a constant pain in his feet. On (B)(6) 2012, the patient presented with following preoperative diagnosis: status post posterior lumbar interbody fusion at l4-l5 and l5-s1; status post removal of hardware at l4, l5 and s1 and complete facetectomy left l4-l5 and l5-s1 and status post spinal cord stimulator implantation. The patient underwent following procedures: removal of spinal cord stimulator; revision of scar, 6mm. On (B)(6) 2014, the patient presented with a history of back pain, left leg numbness and previous surgery in (B)(6) 2011. The patient underwent MRI of lumbar spine, with and without contrast. Impression: left foraminal focal disc protrusion andmoderate to severe left neural foraminal narrowing at l3-l4; left foraminal focal disc protrusion and moderate left neural foraminal narrowing at l4-l5; severe left neural foraminal narrowing at l5-s1. On (B)(6) 2014, the patient presented with pain, tingling, numbness and weakness in the left leg. The patient underwent electromyography and nerve conduction velocity tests. Findings: all nerve conduction studies were within normal limits; needle evaluation of the left gluteusmed and the left peroneus long showed increased motor unit amplitude, increased motor unit duration, reduced recruitment, and incomplete interference pattern; all remaining muscles showed no evidence of electrical instability. The patient also underwent electrodiagnostic studies. Impressions: abnormal study; study reveals electrodiagnostic evidence of chronic left l5 radiculopathy of mild severity; study also reveals no electrodiagnostic evidence of peripheral polyneuropathy, focal compression monoeuropathy or myopathy. On (B)(6) 2014, the patient presented with history of pain and numbness in left leg with multiple prior surgeries. The patient underwent CT scan of lumbar spine, without contrast. Impression: at both l2-3 and l3-4, there are left foraminal disc herniations causing proximal left neural foraminal narrowing and neither of these were present on the prior MRI; at both l4-5 and l5-s1, there are considerable bony productive changes extending from the disc margin into the left neural foramen and causing a stenosis in the region of the exiting nerve roots. The patient also underwent MRI of cervical spine, without contrast. Impression: straightening to the normal cervical lordosis with only minimal posterior bulging at c5-6; there is no focal disc herniation or spinal stenosis. On (B)(6) 2014, the patient presented for evaluation of back pain and radiating left leg pain, with numbness, tingling, paresthesias, and pain going down his left-sided buttocks, posterior thigh, calf and into the side and top of his foot. He also reported a sense of weakness in his left foot, particularly when he ambulates. Standing ap and lateral lumbar spine x-rays, CT scan and MRI were reviewed, showing evidence of large anterior osteophytes bridging the disc space at both l4-5 and l5-s1 along the anterior and lateral portions of the disc space bilaterally. Assessment: there was evidence of postlaminectomy syndrome with a pseudarthrosis and nonunion at both l4-5 and l5-s1; flat-back syndrome, with a loss of the lumbar lordosis at each of those segments; battered nerve root syndrome, with severe recurrent lateral recess and foraminal stenosis at l4-5 and l5-s1 and significant left-sided radiculopathy and weakness along the left-sided l5 distribution.

Event description:
It was reported that the patient presented with back pain related to a workplace injury in (B)(6) 2008. Patient was diagnosed as having herniated discs at l4-l5 and l5-s1 and right-sided radiculopathy. Doctor recommended an endoscopic microdiscectomy, which he performed on the patient on (B)(6) 2008. Initially thereafter, patient experienced freedom from pain, but after about two months developed progressively worsening pain in the lower back. Discograms disclosed the previously herniated discs at l4-l5 and l5-s1 were flattened and necrotic, and the corresponding vertebral spaces severely narrowed. Patient consulted another doctor who recommended a complete discectomy and lumbar fusion at l4-l5 and l5-s1. It was reported that the patient underwent this spinal fusion procedure in (B)(6) 2009 using bone tissues from patient's hip and elsewhere, mixed with bmp-2/acs. Following surgery, patient experienced intense lower left extremity pain and an intense burning in his left foot. Patient was placed on percocet and dilaudid, and underwent several additional spinal injections, for his ongoing pain. Emg was performed and disclosed nerve damage. MRI imaging performed, in (B)(6) 2010, disclosed renewed disc herniation with foraminal nerve impingement, at both l4-l5 and l5-s1. On (B)(6) 2010 patient underwent a hardware removal, complete left facetectomy and foraminotomy at l4-l5 and l5-s1. Operative reports from this procedure disclosed severe impingement of nerve foramen areas. Doctor verbally acknowledged ectopic bone growth at the lumbar fusion site. Subsequently, patient continued to experience severe back left lower extremity pain. On (B)(6) 2011, patient was diagnosed with "failed back syndrome", and underwent an additional surgery, in which a spinal cord stimulator was implanted in patient's back to reduce his severe pain. On (B)(6) 2011, patient underwent a left l5-s1 transforaminal epidural steroid injection. On (B)(6) 2011, patient underwent yet another surgery to move the spinal cord stimulator battery pack upward and away from his belt line. Thereafter he experienced no diminution of pain, and the stimulator and battery were later removed. On (B)(6) 2011, patient underwent a bilateral sacroiliac joint injection. On (B)(6) 2011, patient underwent a bursectomy. On (B)(6) 2012, patient was experiencing progressive weakness and loss of control of his left leg. On (B)(6) 2012, patient left ankle fractured, requiring treatment and painful recovery. Patient's left leg is now an inch shorter than his right, and requires that he wear a brace at all times. Patient was reportedly advised that his left ankle fracture likely resulted from spinal nerve impingement, left lower nerve damage and consequent muscle weakness. Patient has continued to experience severe left lower extremity pain, confirmed by emg studies and diagnosis of persistent radiculopathy. Patient's left foot remains exquisitely painful on any sudden contact, and swelled and turns bright red, tingling and painful. Patient remains unable to sit or stand for long periods, frequently uses a walker to ambulate, and constantly experiences pain and the effects of heavy medication. His doctors have instructed him that he is permanently disabled.